Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks, rewind anomaly, keypad/button unresponsive/button error, charge/battery lasts less than expected, back light anomaly, air bubbles anomaly. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-1884l, mmt-431ag. Backlight anomaly customer reported a backlight anomaly. Infusion set leaks customer reported an infusion set leak. Reservoir leak customer reported a reservoir leak. Air bubbles customer reported air bubbles. Low/short battery lifetime customer reported a short battery life or a low battery alarm. Keypad anomaly/stuck button alarm customer reported a keypad anomaly and/or stuck button alarm. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-342g was requested and customer response was the device will be returned. No product return is required for mmt-1884l. No product return is required for mmt-431ag.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating, basic occlusion, force sensor test, self test, occlusion test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no battery lasts less than expected noted during testing. No keypad anomaly noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The backlight brightness setting was adjusted from 1 through 5 and each setting functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged charge battery lasts less than expected not confirmed. Drive/motor anomaly-rewind not confirmed. Alarm-keypad/button error not confirmed. Back light anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.